Event description:
On (B)(6) 2012, the patient contacted global technical services and reported he has gained 15lbs recently. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the report of 15lb weight gain. The following information was obtained: in (B)(6) 2011, the patient began automated peritoneal dialysis (apd) therapy at night with one mid-day manual exchange during the day. On an unknown date, the patient began having difficulty draining. On (B)(6) 2012, the patient reported having abdominal pain and went to the hospital. Upon admission, it was discovered that the patient had gained 20lbs due to difficulty draining and subsequently had been overfilling himself. While hospitalized, the patient's pd catheter was removed. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the event of weight gain had resolved. The pd nurse stated, the patient's physician has not yet decided if the patient will go back on pd therapy at this time. The nurse stated the patient had a history of non-compliance and never contacted her regarding the issue he had been having with draining. The nurse stated the weight gain was caused by difficulty draining, but was unsure what was causing this. She stated the event of weight gain was unrelated to the baxter solutions. It was unknown if the draining issues were related to any baxter disposables or device.

Manufacturer narrative:
(B)(4). A sample was requested, but is not available at this time. The homechoice is still with the patient and until the doctor makes a decision regarding whether or not the patient will re-start pd therapy, the machine will not be returned at this time. The nurse will contact baxter if the machine needs to be picked up in the future. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information:this report of a patient symptom - overfill was not confirmed and assignable cause could not be determined, because the device was not returned for evaluation. There are no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. A review of the service history revealed no issues that could have caused or contributed to the reported issue.